Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the patient outcome, as well as a direct correlation to heartmate 3 lvas, serial number (B)(4), could not be conclusively determined through this evaluation. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 12nov2018. The heartmate 3 lvas instructions for use rev. G is currently available. This IFU lists potential adverse events, including death, that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient passed away. The patient died due to an other disease, and the patient's death was not device or device therapy related.